Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor passed per specification with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly due to sensor was returned opened/used.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 87 mg/dl and a sensor glucose level of 58 mg/dl. During troubleshooting, the customer confirmed that the sensor cannula was bent. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.